Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Device investigation summary: during evaluation of the sample, it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Reason for device explant and/or reoperation: chest injury and capsular contracture concomitant products : 650cc mentor memorygel breast implant, (catalog number: 3506504bc, serial number: (B)(4)). Manufacture reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4) . It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 650cc mentor memorygel breast implant and experienced postoperative left-sided chest injury which led to capsular contracture. The patient was involved in a car accident and the strap over the seatbelt smashed across her left breast, after which time the capsular contracture developed. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced with a like device.